Event description:
The customer reported to olympus that the knobs were tight on the subject device. During the call with the customer, the customer reported that sometime in (B)(6) 2021, a patient was hurt while using the subject device during an unspecified procedure. The patient reportedly sustained a bowel perforation, but the device did not fail during the procedure; no device malfunction was reported. Hence, the control knobs issue is unrelated to the reported adverse event. The patient was taken into surgery for treatment. No additional information was provided. Multiple attempts have been made to obtain additional information from the customer; however, no additional information was provided.